Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be cap not fully fitted on to funnel. A review of the device labeling has been conducted for investigation purposed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, g. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient was admitted on (B)(6) 2025 with an indwelling urinary foley catheter brought from another hospital, which had already expired upon admission. The indwelling catheter was replaced on (B)(6) 2025. Hematuria developed on (B)(6) 2025 and persists to date. Today, the catheter was adjusted per physician's orders. The water inlet port was recessed, and water from the bladder could not be withdrawn using a syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient was admitted on (B)(6) 2025 with an indwelling urinary foley catheter brought from another hospital, which had already expired upon admission. The indwelling catheter was replaced on (B)(6) 2025. Hematuria developed on (B)(6) 2025 and persists to date. Today, the catheter was adjusted per physician's orders. The water inlet port was recessed, and water from the bladder could not be withdrawn using a syringe.